Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called to report that they were hospitalized for high blood glucose levels and diabetic ketoacidosis (dka). Customer's blood glucose at the time of hospitalization was 874 mg/dl. Customer reported experiencing abdominal pain and vision problems. Customer was wearing the pump at the time of hospitalization. Product is being returned and replaced.